Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during procedure, the patient's left ventricular (lv) lead had a failure to advance guidewire issue. The lv lead was not used and replaced. The patient was stable throughout procedure.